Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side ¿encapsulation¿ and ¿constant pain, hardness, tenderness and rashes¿ and rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., h.6.

Event description:
Device has been explanted.

Manufacturer narrative:
Corrected data: b3 b5 b6 g2 h6 the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification to reason for reoperation: inquiry about "recall on allergan implants."

Event description:
Macroscopy results reported there was no rupture and findings showed ¿chronic inflammation¿. Patient reported left side capsulectomy was performed.

Event description:
Patient reports pain and encapsulation. Subsequently, patient reported " capsular contracture - baker grade IV, hardness, tenderness and rashes. The device has been explanted. This record relates to the left side.